Event description:
It was reported that there were air bubbles in the customer's reservoir, after it had been stored in the refrigerator. Customer's blood glucose was 223 mg/dl. Customer was advised to deliver a fixed prime until air bubbles were no longer visible. This was performed three times. Customer declined to finish troubleshooting and was advised to change out entire set if issues were to persist. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.